Event description:
Leica biosystems received a complaint regarding injury to a member of the laboratory staff when using a peloris tissue processor. Information provided by the laboratory indicates that the staff member was sprayed in the face with 90% ims while draining the reagent from the retort using the remote fill/drain function. The laboratory also reported the staff member was not wearing safety spectacles, but did follow the (B)(4) regulations during interaction with the instrument. The staff member attended the emergency room consulted an ophthalmologist and experienced lost time at work as a consequence of this event. Investigation of this complaint by leica biosystems is in progress.